Event description:
It was reported that the ilet user experienced hyperglycemia with a highest reported glucose of 379 mg/dl following unannounced carbohydrate intake, while using a teflon infusion set and after a same-day supply change; the user reported no visible issues with tubing and later obtained a fingerstick value of 247 mg/dl with glucose trending downward. Symptoms included no clinical symptoms reported. Outcomes included no medical intervention or hospitalization and spontaneous improvement as glucose trended down. Investigation included customer interview, product use review, and user education on troubleshooting and carbohydrate announcement. Investigation of this case revealed no device malfunction identified and a plausible contribution from unannounced snacks. It was concluded that the event was consistent with hyperglycemia of unclear cause with user-related factors considered and no device failure confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.